Manufacturer narrative:
(B)(4). Batch # r5aj4p. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A staples retainer was also received. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: have you been able to obtain the photo? Unfortunately no.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Rectum cancer. What specific surgical procedure was being performed? Low anterior resection what healthcare professional fired the device and what is his/her experience with the device? Yes, absolutely where in the green gap setting scale was the indicator located prior to firing? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. The donuts were perfect! Also the air leak test was ok was a complete washer transection confirmed? Yes can you please clarify what was meant by, ¿staple line of cdh29a was not as it used to be after firing¿? It seemed to be little bad, not so good as usually can you please clarify what was meant by ¿the one of the staple pushed through the tissue¿? I will get the picture of this case from gastro surgeon, but I have not got it yet. I will send it afterwards how was this addressed intraoperatively? Gastro surgeon sutured the bad place of that anastomose how was the post-operative leak identified? This case has not any post-operative leak. Maybe that suturing helped was the site of the leak identified? If so, what was observed at the site of the leak. No leak at this operation were there any issues noted with staple formation at any point throughout the care of the patient? Unknown how was the leak addressed? No were there any patient factors that may have contributed to the leak? No what is the current status of the patient? She or he is being well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have you been able to obtain the photo?

Event description:
It was reported that during an unknown procedure, the staple line of cdh29a was not as it used to be after firing. The one of the staple pushed through the tissue. The air leak test was well. They have had the same kind of cases during the last month with our cdh29a and on this day they had also the other one. The anastomotic leak has happened in these cases at the next day after the operation.